Event description:
It was reported that in the ed prior to insertion, the swg was taken out of the kit and found to be kinked. As a result, the user flipped the swg over and used the straight end to successfully perform the procedure. There was a delay reported; however, no harm was caused to the patient. There was no reported death or complication as a result of this issue or occurrence.

Manufacturer narrative:
(B)(4). Evaluation: a guide wire was returned for analysis. The returned guide wire is kinked approximately 1 cm to 4 cm from the distal j-end. A manual tug test on both ends of the guide wire found no unraveling or separations. Microscopic examination of the welds found both welds are typical, full and spherical. The diameter of the guide wire was measured and met specification. The guide wire is packaged inside a rigid tube with a protective cap over the j-bend to prevent kinking. The customer did no report whether the cap was in place upon opening the package. The device history records were not reviewed because the lot number was not reported by the customer and could not be determined. The reported complaint of a kinked guide wire was confirmed through visual inspection of the returned sample. The potential cause of the kink could not be determined based upon the sample and information provided.